Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 4 of 5. The caregiver (cg) stated that the home patient (hp) forgot to close off a clamp on the spare line causing the error. The technical service representative (tsr) explained to discard all supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp will finished tonight's therapy manually. On (B)(6) 2010, a follow up call was made to the hp's nurse regarding the open clamp on an unused supply line. The nurse was aware of this report and stated that the hp has been able to continue therapy with no problems. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.